Event description:
Received information from the plaintiff's attorney that a patient had expired while using a plv-100 ventilator. It is not known what the serial number of the unit was. Information reported is as follows: patient was ventilator dependent with a diagnosis of end stage copd who resided in a nursing home. The rn was in the patient's room at approximately 5:30pm, left, and returned about 6:00pm and found the patient to have poor color and diaphoretic. The ventilator was still connected to the patient and no alarms were reported to have been sounding. A pulse oximeter was also in use and said to have a reading of "0" and no alarm sounding. Rn disconnected the patient from the ventilator to verify whether or not the patient was breathing, called for help, manually ventilated the patient, 911 called, CPR initiated. Pt was transferred to the local hospital where patient was pronounced dead at 6:32pm. No autopsy was performed. Patient started receiving morphine 24 hours prior to this event. Ventilator checks were reportedly documented approximately every 3 hours. Vent settings: mode=ac, vt=700ml, rate=14 bpm, flow=60-70 l/min, 40% o2, 0 peep, pip=36-40 cmh2o, lpa=10 cmh2o, hpa=80 cmh2o. A "hme" was also utilized in the circuit.